Event description:
Device went eri on (B)(6) 2012. The device was attached to a high threshold ventricular lead. No other anomalies reported. Date of change-out is still to be determined. On (B)(6) 2013, all available info suggests this device still remains implanted.

Manufacturer narrative:
The analysis of the pacemaker revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, a temporary drop in supply voltage in combination with an extreme high output program led the device to switch into the battery status "eri". The analysis did not reveal any sign of a material or manufacturing problem.